Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was being seen in the clinic for elective replacement indicator (eri). Additionally, it was noted that the device also exhibited low sensing and noise on the right atrial channel, this noise was being oversensed. Patient underwent generator change and reportedly, upon opening the pocket a large amount of unexpected pus was discovered. A revision was performed and the crt-d along with the right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead were explanted. The patient was treated with antibiotics. No additional adverse patient effects were reported. This crt-d will not be returned for analysis.